Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
(B)(6). It was reported that during surgery a device broke in half when the surgeon was adjusting the position of the device. There was delay in surgery when the surgeon was removing broken pieces from the patient. The surgical delay is unknown. There has not been any symptoms reported from the surgeon in relation to the patient.

Manufacturer narrative:
Investigation: no product available. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: it is assumed, that the implant was pre- damaged during the insertion. A further root cause could be an improper handling during the correction of the position (improper connection to the instrument). Without further knowledge of the circumstances, it is assumed, that a mechanical overstress, caused by the handling / insertion, is the root cause for the breakage of the implant. A material or manufacturing error can be excluded. Corrective action: no CAPA necessary.